Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included all required bench tests without duplicating the report. An internal inspection found no discrepancies. The customer's multifunction cable was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.